Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced an event of infusion set leakage on (B)(6) 2025. The site of insertion was abdomen. No further information was available.